Event description:
The home patient (hp) contacted baxter's service regarding a high drain 105 that occurred on the homechoice (hc) during use during start-up. The technical service representative (tsr) asked the hp if she had this alarm that morning and hp stated no. The tsr explained the alarm and the cause. The hp stated, she felt fine and did not feel overfull at any time. The hp had already discarded the cassette and bags and was trying to get started that night. The alarm occurred when she turned on the hc. The tsr checked the alarm log and found the ultrafiltration (uf) for drain 5 was 1940ml. The fill volume was 1900ml. All other uf's averaged -200ml. The hp stated she had been having a lot of drain problems and would like her machine swapped. There was no serious injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter?s investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The reported issue of an increased intra-peritoneal volume (iipv) was confirmed in the event history log review. The cause was determined to be one or more cycles advanced to next fill when a slow flow/no flow occurred above the minimum drain volume threshold. The device passed homechoice return instrument test / evaluation (rite) electrical and functional testing and was determined to meet functional and electrical performance specification requirements. The device was determined to meet specifications in relation to the reported condition. This issue is being investigated through CAPA.